Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The iipv was confirmed in the logs but not duplicated during the pal evaluation. The cause was undetermined due to overwritten logs. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's ultrafiltration volume was 2749ml. The fill volume was 3000ml; this meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. The peritoneal dialysis secretary stated that the nurse is currently unavailable. Product surveillance left a detailed message with the secretary regarding the iipv event that was found during evaluation. The secretary will notify the nurse. Product surveillance advised to have the nurse call should she have any questions. No patient injury or medical intervention was reported. No further information is available.